Event description:
Per the clinic, it was reported that the patient experienced a lack of osseointegration resulting in fixture loss on (B)(6) 2018. The patient was reimplanted with another baha cochlear implant on (B)(6) 2019.